Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a rash from the lifevest. The patient's wife was using a cortisone cream on the area and the patient's doctor recommended he take benadryl tabs at night. During a follow up, the patient's wife reported that the irritation was improving.